Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Event could not be confirmed as no cartridge was received for analysis. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a rectal sigmoid resection procedure, the surgeon attempted to use device to apply staples. The cartridge fell out of jaw of instrument after application and only a portion of the staples appeared to have been applied. This was the second reload used in this device. Original cartridge and first reload fired properly. There were no patient consequences. Additional followup: the account handed the device to the rep and said they had the device for a while no additional information is available and there is no one from the account to contact that might have more information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.